Event description:
It was reported that during a procedure of the heavily calcified, moderately tortuous, concentric, mid lesion of the right coronary artery, the balance middleweight universal guide wire was advanced but could not cross the target lesion. Several attempts were made using the torque device; however, the guide wire became stuck. It was noted that force was used to remove the guide wire from the lesion. After removal from the anatomy the tip of the guide wire was noted to be stretched. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the failure to cross the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion and resistance with the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The lesion was described as heavily calcified and the vessel was moderately tortuous which could have contributed to the inability to cross the lesion and difficulty as explained above. The reported stretched tip is consistent with interaction with the lesion anatomy during procedural attempts to cross the lesion as no damage was reported during inspection prior to use. Reportedly, force was used to remove the guide wire from the lesion. It should be noted that the balance middleweight (bmw) universal ii guide wire instructions for use (IFU) states in the warnings for use section: 1. Advance or withdraw this device slowly. 2. Manipulate the device carefully when crossing heavy calcified lesion and do not apply excess force. The tip may be kink or get entrapped in the lesion. Failure to do so may result in vessel trauma, damage/tip separation of this device and also damage of interventional devices. It does not appear that the use of force to remove the guide wire from the lesion contributed to the reported difficulty to remove. The lot history record was reviewed and there were no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. The reported stretched tip, inability to cross the lesion and resistance appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. In order to ensure that damage to the wire that could cause resistance and inability to cross the lesion does not occur due to a product quality deficiency, manufacturing visually inspects of the guide wire tip after loading into the dispenser, and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.